Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the troubleshooting was performed and it was found the insulin pump hit the floor and the reservoir did not lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, scratched case, cracked case at the corner of the belt clip rail, cracked case at the battery tube side and a pillowing keypad overlay. No damage noted on the belt clip rails. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the troubleshooting was performed and it was found the insulin pump hit the floor and the reservoir did not lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level as well as retainer lip ring was broken and it split half. Customer¿s blood glucose level was 508 mg/dl. Customer was on steroids for her pneumonia that was the reason why she had high blood glucose level and using insulin drip. Troubleshooting was performed damaged and reservoir did not lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.